Event description:
Related MFR. Report #:1627487-2019-06890.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR. Report #:1627487-2019-06890. It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. Post-op the patient complained of pain in the left flank. As a result, the system was explanted. Follow-up information indicated the issue was resolved.